Event description:
Event description cpi received information that a ventak prx implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system delivered multiple inappropriate shocks. It was further reported that the lead had a possible insulation abrasion, and that the system would be replaced.